Event description:
It was reported that the pump had alarmed channel disconnected or stopped working. It was also noted that after cleaning iui connectors the errors could not be recreated. There was patient involvement but no harm. Although requested, the customer declined to provide additional information and refused to provide contact information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.